Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 7.8 cm. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: not provided. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A mentor memorygel breast implant 450cc gel breast prosthesis was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. As a result, the device was tested and determined to have a reportable failure mode.

Manufacturer narrative:
On 22-aug-2025, mentor received additional information about the event. It was previously reported that only the patient¿s left breast prosthesis had ruptured. According to new information received, bilateral rupture of the breast prostheses was observed during explant surgery. Refer to manufacturer report number 1645337-2024-09788 for the report for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).